Event description:
Caller reported that pump battery was depleting too quickly, which led to a pump shutdown. There was no adverse impact to the customer's blood glucose level. Customer reverted to a backup insulin pump.